Manufacturer narrative:
There was no pt involved with this concern. The device has not been returned to the MFR.

Event description:
A medtronic ent rep reported that the monitor on the fusion system flickered black and the emitter stopped working for 5-7 seconds and then came back to normal. No pt was present.